Event description:
Event occurred regarding a 25 cm (10") ext set w/3-port nanoclave® manifold, check valve, clamp, luer lock where the reporter stated that the "infusion line that should be connected to the manifold was on the floor, as its medial port was detached from the base." There was patient involvement, but no harm.

Manufacturer narrative:
Additional reporter: (B)(6), device is reported to be discarded. A lot of review will be completed.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.